Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon reviewing the data on data management system (dms), it is observed the glucose alert settings for the system has been changed since the event. As the previous glucose alert settings are not captured in dms and the transmitter diagnostic log is not available, further investigation can not be performed. Also, the time of event was not provided. According to the user, a high glucose warning was provided by the system, and the user was able to self-manage the hyperglycemia and did not require any further medical intervention.

Event description:
Senseonics was made aware of an incident where a patient using eversense cgm system went through a hyperglycemia event , and it was noticed that the sensor reading was different from her bg reading of 325 mg/dl. The patient did not disclose the sensor reading.